Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and sjogren's syndrome ("sjogren's syndrome") in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis, general anesthesia and hair loss. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dental caries ("dental issues/cavities"), gastritis ("gastritis"), nausea ("nausea"), arthritis ("arthritis"), sjogren's syndrome (seriousness criterion medically significant), dry mouth ("dry mouth"), dry eye ("dry eyes"), alopecia ("hair loss"), fatigue ("fatigue") and eczema ("eczema") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the autoimmune disorder, dental caries, gastritis, nausea, arthritis, sjogren's syndrome, dry mouth, dry eye, alopecia, fatigue, weight decreased and eczema outcome was unknown. The reporter considered alopecia, arthritis, autoimmune disorder, dental caries, dry eye, dry mouth, eczema, fatigue, gastritis, nausea, pelvic pain, sjogren's syndrome and weight decreased to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and sjogren's syndrome ("sjogren's syndrome") in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis, general anesthesia and hair loss. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dental caries ("dental issues/cavities"), gastritis ("gastritis"), nausea ("nausea"), arthritis ("arthritis"), dry mouth ("dry mouth"), dry eye ("dry eyes"), alopecia ("hair loss"), fatigue ("fatigue") and eczema ("eczema") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the autoimmune disorder, sjogren's syndrome, dental caries, gastritis, nausea, arthritis, dry mouth, dry eye, alopecia, fatigue, weight decreased and eczema outcome was unknown. The reporter considered alopecia, arthritis, autoimmune disorder, dental caries, dry eye, dry mouth, eczema, fatigue, gastritis, nausea, pelvic pain, sjogren's syndrome and weight decreased to be related to essure. Lot number:a27185, manufacture date: 2012-07, and expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.